Event description:
The manufacturer received information alleging a ventilator inoperable error occurred. The alarm sounded and the device stopped working while in use. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the error log confirmed the alleged malfunction. The system pca assembly, and blower assembly were replaced. The silver frame around the sound silence button was missing so the vanity assembly was replaced. The device passed all tests and operated properly.